Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). On the first inflation, the 6.0x100/135mm sterling balloon was inflated to an unk atmosphere. During the second inflation, the balloon ruptured at 8atms. No pt complications were reported. The procedure was completed with another of the same device. The pt's current condition is listed as "no problem".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).